Event description:
A risk manager reported an issue with a 8f low profile plastic vortex port detached poly catheter filled sh valved introducer. The port was implanted with 2-0 pds sutures, by a thoracic surgeon. When the patient presented for an infusion, the port was unable to be accessed; therefore, the patient was transferred to intervention radiology for a portogram. The results of the portogram were dictated as follows: "catheter check of right-sided subcutaneous port demonstrates normal course with patency. Slight angulation of the port reservoir and mobility within the port pocket suggests potential intermittent port flipping." Subsequently, the patient had to undergo an additional surgery to have the port removed and replaced.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)